Event description:
It was reported the patient experienced hyperglycemia with a blood glucose level of 19.1 mmol/l (344 mg/dl) and ketones of 0.3 (units not provided) while wearing the pod on the hip/buttocks between 1 and 4 hours. The patient reported a blockage during bolus delivery, and a ¿blockage detected¿ alarm (error starting with 17) was displayed. The pod was removed from the infusion site on the hip/buttocks; the condition of the cannula and infusion site was not reported. The patient did not require medical assistance. A new pod was applied successfully.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.